Event description:
A report was received that the patient had a pocket pain and burning sensation. It was noted that the pocket was quite superficial. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.